Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal therapy via an implantable pump for non-malignant pain and degenerative disc disease. The drug, dose, and concentration were unknown. It was reported that there were greater volumes than expected at refills. There were no applicable environmental/external/patient factors that may have led or contributed to the issue. The logs were going to be checked, and a dye study was going to be performed. No actions or interventions had been taken to resolve the issue yet. It was unknown if surgical intervention occurred (or was going to occur). The issue was not resolved. The patient¿s status was alive ¿ no injury. It was unknown when the event occurred. The patient¿s medical history was not available. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.